Manufacturer narrative:
This report is submitted on december 4, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics. The patient then experienced skin overgrowth that was treated with oral and topical steroids. The patient was hospitalised and the skin overgrowth was excised. The implant remains in-situ.